Event description:
Hamilton medical ag received the following event description: device alarms intermittent with technical fault 8914.

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.